Manufacturer narrative:
The event occurred in (B)(6).

Event description:
It was reported that the patient alleges that the infusion device was not delivering the basal insulin correctly. The patient experienced elevated blood glucose levels. No adverse event was reported. The infusion device was requested to be returned for product evaluation.